Event description:
Several of the sets were packaged without a protective sheath covering the needle. The missing sheath was found when opening the package. Staff is now checking the packages prior to being open. If the package is turned over, you can see into the package and see if the protective sheath is present. All packages found without the sheath are being removed and returned to the vendor for replacement. Manufacturer response for bd vacutainer push button blood collection set, bd vacutainer push button blood collection set-23 gauge (per site reporter): they are replacing the packages where the protective sheath is missing.